Event description:
It was reported that the patient experienced a lack of therapeutic effect, with no stimulation sensation, that began approximately three weeks ago. The patient fell approximately three times in the last year on the back and buttock area. The patient met with the physician approximately two weeks ago. It was, subsequently, confirmed that the patient's implantable neurostimulator was turned on. There was programming on all of the neurostimulator's four programs, and the upper limits were reached on all of them. The only sensation that the patient could feel was with the neurostimulator set on program 2, at 7.0 volts. The patient was able to feel a "faint sensation" at this setting. But, when the upper limit was reached, the patient, still, was only able to feel a "faint sensation." It was later reported that the patient with the physician and the manufacturer representative on 2011 (B)(6). Impedance readings, at that time, were greater than 4,000 ohms on all of the bipolar pairs (run at a default value of 1 volt, and pulse width of 210). The physician was to discuss the possibility of a lead revision with patient. Additional information was requested but not available as of the date of this report. A follow-up report will be filed if additional information becomes available.

Manufacturer narrative:
Lead: model: 3093, lot# v347314, implanted:2009 (B)(6), explanted:na; programmer: model: 3037, lot# njd097269n.

Event description:
Additional information. The health care professional attributed the event to the lead but stated the cause of the malfunction was unknown. A revision was scheduled for (B)(4) 2012 during which the lead and possibly the battery would be replaced.

Event description:
It was further reported that the patient had the patient had a successful lead revision on (B)(6) 2012. The stimulation and therapy were both recovered post revision. The lead was thrown away by the facility.